Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited less than 0.5 years remaining on the longevity. It was questioned if there was a more exact estimate of the remaining longevity. It was discussed that there was not a more exact longevity estimate. Additionally, it was noted that the lead safety switch had been turned off, and it was unknown why this was turned off. The right atrial (ra) and right ventricular (rv) leads were non-boston scientific. The impedance measurements were checked which were normal. The lead safety switch had subsequently been turned back on, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.